Event description:
It was reported that while in the sicu, the pt went into shock due to an allergy to chlorhexidine. This was confirmed by a blood test. As a result, the catheter was removed from the pt. The pt was treated with a therapy of ECMO and recovered several weeks later. A delay wa reported. Pt is fine.

Manufacturer narrative:
(B)(4). The device is not being returned.